Event description:
Customer's family member reported that in 2003, while the customer was in school, the customer was tested with the freestyle meter by the school nurse with a result of 180 mg/dl. The customer was reported to be showing signs of hypoglycemia. The customer began to feel better and returned to class. Before lunch, the customer passed out and the paramedics were called. The paramedics received a reading of 24 mg/dl on their unknown brand meter. A glucose shot was administered and the customer was transported to the hospital. Once at the hospital, a lab test was performed. The result of the lab test was not provided by the caller. The customer was placed on an IV and was given lunch. Once glucose level was stabilized, the customer was released.